Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. The cable insulation was also peeling away at the donut end and wires were exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that for at least a couple months the patient has been having extreme problems recharging their implant. Caller stated that sometimes it works just fine and other times it doesn't. Caller stated the cord has shocked the patient while trying to charge and the paddle gets very very hot. Caller added that for the last week or 10 days they haven't been able to get it to work at all. Caller said it started working a little today but then the patient had to get up to go to the bathroom and it quit working and now they can't get it going again. Caller noted that the cord shocked the patient today enough that they almost fell off the couch. Agent had caller examine the equipment for damage. Caller noted that the insulation on the recharger cord is broken where it connects to the paddle. The issue was not resolved. A replacement recharger (rtm) was sent out.